Event description:
It was further reported that the dilator would not pas through the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum adhesive released of the hub of the delivery catheter. The septum hole is not oriented correctly within the hub of the delivery catheter. The septum detached from the hub of the delivery catheter. The analyst noted the delivery catheter was returned without the dilator. The septal orifice is not in the correct orientation within the hub of the delivery catheter. The adhesive bond released from the septum of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant it was noted that the valve of the delivery catheter was defective. The delivery catheter was attempted/not used and replaced. It was further reported that the lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.